Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was high, specific value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a correction bolus via the pump to address bg level. Although requested contact declined to upload pump so tandem technical support could review the pump logs. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.